Manufacturer narrative:
Suspected device is malfunctioned because the device was not properly maintained. The meter might stored at very humid condition or do not use for a long period of time (i.e., 3 months or more), which might lead batteries leak chemicals. We tested the returned strips from patient (strip lot number: d6151130-1) with our in house meter. The control solution tests for level low were 66/69 mg/dl; for level high were 282/292 mg/dl. The request control solution ranges are: level low 25~70 mg/dl; level high 210~310 mg/dl. All results were within the acceptance range, so no failure finding on the returned strips.

Event description:
End user reported that she sought medical attention on (B)(6) 2016 at 10:00 am due to the batteries in the prodigy glucose meter exploded and the liquid leaked and burned her fingers. The end user visited the e.r. And stated that no treatment was given, she was instructed not to touch the meter due to the crystals that were exposed because of the batteries exploding. No further information was provided.